Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There was no report of the medical intervention that the patient has received at the time. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection of the device. The manufacturer found indeterminate black contamination on air outlet and blower box inlet, hair-like contaminants in bottom enclosure, white dust-like contamination around flow sensor seal, on blower, and within blower box, black hair-like contaminant on blower outlet. The manufacturer also found black residue consistent with findings of keratin on blower outlet and blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found error code e-4. The manufacturer conclude there was no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirms the presence of multiple contaminants (consistent with hair, dust, keratin) within the air path, which is likely of external original and not consistent with originating from a device failure. In the initial report code for rhinitis was not mentioned which has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.